Manufacturer narrative:
Additional information: mother initially reported the infusion sets in use were lot 0234294, expiration 07/31/2014. The product she sent for evaluation was lot 0229505, expiration 06/30/2014. It is unknown which product was in use at the time of the event. Correction: patient was taken to the hospital on (B)(6) 2013.

Manufacturer narrative:
The unused samples were visually inspected and tested for flow and tightness. All test results were within specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient ran out of the type of infusion set that she normally uses. She switched to a different infusion set and her blood glucose level was elevated to hi. The patient was unsuccessful treating the elevated level via the infusion device. She was taken to the hospital on (B)(6) 2014 and she received an infusion and stationary treatment. The patient switched back to her regular infusion set and her blood glucose levels returned to normal. When she removed the infusion set she had been using she found that the cannula was bent. Infusion set was requested to be returned for product evaluation.